Event description:
It was reported that the vns patient was experiencing an increase in seizures. When increasing the output current, the patient felt like she was choking so the physician inquired about changing the on-time and off-time parameters. Attempts for additional relevant information were made, but have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient was able to feel stimulation when his device¿s output current was increased during an office visit on (B)(6) 2014. The patient was instructed to swipe his magnet once a day to become accustomed to increased output currents. The patient was having excellent seizure control.